Event description:
Based on a phone conversation with the surgeon, the following information was provided: a 25mm mitral valve and a 23mm aortic valve were implanted in the same procedure due to annular calcification. The patient was put off pump easily and transferred to ICU. No intra-op echo was performed. Two (2) hours after surgery, he presented [with] low cardiac input and moderate bleeding. Seven (7) hours post procedure, he presented [with] a large central mitral jet (severe mitral insufficiency noted on post-op echo). He was brought back to the or for emergency surgery. During the second surgery, it was noted the patient presented [with] a ventricular rupture (close to the annular groove; unknown if it occurred during the first or the second procedure). The mitral valve was explanted and replaced with a 25mm mechanical mitral valve. The surgeon tried unsuccessfully to repair the ventricle but the patient expired in the or. Mitral valve was returned for evaluation. Echocardiography and medical records have not been provided.

Manufacturer narrative:
(B)(4). Customer complaint of regurgitation could be confirmed by visual observation. As received, the leaflets exhibited characteristic markings which indicate suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by suture that was tied tightly down and against commissure 3, thus leading to a gap at the coaptation region. X-ray showed bent commissure 3. This damage was most likely due to explant or implant. Suture holes were evident around the sewing ring and blood was visible on the inflow stent. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. (B)(4).

Event description:
Reportedly, a 25mm mitral pericardial valve was explanted on the same day of implant due to severe mitral regurgitation. It was learned that seven (7) hours post procedure, the patient presented with severe mitral insufficiency. The mitral valve was explanted and the patient reportedly expired. Cause of death remains unknown. The valve is to be returned. No further information has been provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Follow up has been conducted with the health care provided; however, cause of death remains unknown. Device has not been received for evaluation but it anticipated to be returned. If new information becomes available, a supplemental report will be submitted.